Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub tech in surgery noticed that the tibial punch handle was not connecting correctly to the punch. She noticed that the two tabs on the back side of the punch had broken off. The punch has been used over 30 times and shows signs of normal wear. No surgical delay. No pieces of instrumentation left in patient.